Event description:
Additional information later received reported the dose was lowered by 65%.

Event description:
The patient had moved and did not have a pump managing physician. The patient was in the hospital at the time of this report with hallucinations and bradycardia. The physician thought that it may be due to ¿too many drugs going¿ for the patient. The patient was ¿zonked out¿ and drooling from the mouth. The physician wanted to stop the pump for a while. The reporter did not know when the symptoms began or any other details regarding the patient¿s situation. The reporter did not know what drug was in the pump but thought it was a type of drug they utilized for anesthesia. It was later reported that the pump was programmed to a lower setting. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n317571, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).